Event description:
Pump was reported to not deliver fluid as intended. 500ml of heparin was run in at an unknown rate for 1 hour. At the end of the hour, the entire bag of heparin remained. No additional details are known. No pt injury was reported.